Manufacturer narrative:
Event 2. Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
Event 2. It was reported to aesculap inc. That a fogarty hydragrip clamp ang jaw 235mm (part number: mb095r) was used during a hemi-arch replacement of ascending aorta with 32 mm dacron graft procedure on (B)(6) 2024. The following procedures were also reported: -axillary artery cutdown for cannulation. -circulatory arrest with antegrade cerebral perfusion. -sternal repair with robiscek weave. According to the complainant the aortic cross clamp did not close completely to form a seal. Reportedly a second cross clamp was used and had the same results. The adverse event is filed under aic reference (B)(4).

Manufacturer narrative:
Event 2. Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.